Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing, and automatic mode switch was observed on the right atrial (ra) lead. The physician suspects ra lead insulation damage as the cause. No intervention has been performed at this time. The patient was stable and will continue to be monitored.